Event description:
It was reported that a user experienced intermittent cgm communication with the ilet while using a dexcom g7, resulting in multiple reconnecting and replace sensor alerts and signal loss to the ilet, during which the pump dosed without accurate cgm data until the user performed a fingerstick and entered the value; the user then replaced the sensor following guidance. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.